Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional becomes available.

Event description:
It was reported that while in the cath lab the md inserted the sheath via the patient's right femoral artery. The intra-aortic balloon (iab) was inserted and the membrane did not unwrap when the pump was started. As a result, the iab was removed through the sheath and a new iab-04840-u was inserted through the initial sheath without any problems. According to the report, the balloon unwrapped perfectly and counterpulsation could take place as planned successfully. There was no reported patient death or injury. Medical / surgical intervention was not required. Intra-aortic balloon pump (iabp) therapy was not delayed or interrupted. There were no reported patient complications and the patient received iabp therapy successfully. Additional information received on (B)(4) 2011 from arrow (B)(4) indicated that an arrow iabp was used for the procedure. The iab was prepped per instruction. The sheath was not removed because the iab was still wrapped and passed back out through the sheath. The iabp alarmed high pressure alarm when the iab did not fully inflate.